Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a semi-open pneumonectomy, the staples were not deployed at the first firing. The cartridge color was blue. The device was used on the bronchi. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information was obtained: the reload, xr30b, will be returned. The device will not be returned for analysis. The analysis results showed that the xr30b cartridge arrived with no apparent damaged. The reload was received fully fired.